Event description:
Boston scientific received information that this device was implanted when the patient underwent an MRI years ago, after which the device declared end of life (eol) then seemed to revert back to normal so the device was left implanted. The device was replaced recently for normal battery depletion (nbd) and analysis reported that there was no therapy available at the time of return. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a review of the device memory noted that there were confirmed long charge times starting just after the patient had an MRI. This is a direct result of leaving the device programmed monitor plus therapy while undergoing the MRI, which effected device function. It was determined that there was no therapy available on this device due to the MRI damage.